Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "implants leaking in the capsule". The device has been explanted.

Manufacturer narrative:
In response to FDA report number: mw5099683.

Event description:
Patient reported right side "implants leaking in the capsule", "small holes shown in the diagnostic test¿, and ¿had lump.¿ patient later reported becoming ¿very sick with multiple symptoms", "was plagued with fatigue it was very distressing", "pathology reports silicone had been seeping from both implants into body and poisoning [patient]. There was a lot of inflammation, part of muscles had to be cut away." Healthcare professional reported right side "leakage of silicone from implant to surrounding tissue/capsule." Patient additionally reported ¿did some research on breast implant illness and found I had most of the symptoms on the list¿; this event is not device related. The device has been explanted.